Manufacturer narrative:
Film evaluation summary the exact cause and source of the reported unknown endoleak leading to the aneurysm enlargement could not be determined from the films provided. Pre-implant CT¿s were not available for review. Films from 3 months post-implant revealed that the bifurcate was positioned within the moderately angulated and calcified neck, and both limbs were positioned down into bilateral aneurysmal common iliac arteries. Contrast was seen within the proximal and anterior portion of the aaa sac beginning near the level of the flow divider. The exact source of the endoleak could not be determined. There was a patent ima and the contrast seen within the sac appeared to be continuous with the ima which may have been feeding the sac via the type ii endoleak. Also cannot rule out a type iii fabric endoleak, possibly caused by abrasion due to the observed widespread calcification seen within the neck and proximal aaa sac. The main component of the system. Other relevant device(s) are: etlw1628c156e, sn: (B)(4), use by date: 2017-10-19, UDI #: (B)(4), etlw1628c124e, sn: (B)(4), use by date: 2017-11-25, UDI #: (B)(4), etlw1624c124e, sn: (B)(4), use by date: 2018-05-06, UDI #: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm diameter abdominal aortic aneurysm. At the time of implant, the proximal aortic neck was approximately 32-24 mm in diameter and 24 mm in length. The proximal neck angulation was mild-moderately tortuous with mild thrombus present. It was reported that a recent CT revealed that there was 2-3 mm increase in the diameter of the aneurysm sac due to an unknown endoleak. The sac was originally 54 x 74 mm and is now 57 x 77 mm. It was noted that the origin of the endoleak was unknown, but there was a patent inferior mesenteric artery as the same level as the contrast. The physician could not determine the cause of the event. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.